Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the device gave an error message at interrogation after the patient had received a brain MRI without the device being programmed for it. This is all of the information that was provided to us. There is no mention of explant or any sort of intervention.